Manufacturer narrative:
This report is submitted on august 30, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device due to migration of the electrode array. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 12, 2023.